Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 207 mg/dl. Customer had only used the truemetrix meter once and obtained the result of 207 mg/dl. The customer's expected fasting blood glucose test result range is 108 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/14/2019 and open vial date was several days prior to call. The meter memory was reviewed for previous test result history: result 1:207mg/dl (B)(6) 9:00am fasting. Complaint details customer has only used this meter once this morning and got a high reading and called us. She is storing for a long time underneath her sink in the bathroom.